Manufacturer narrative:
.A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the proximal fragment splinter is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture was replaced due to a splintered fragment. The im nail was replaced with a 9mm x 360mm, standard nail per the sign technique manual. Surgeon comments: "sign nail was exchanged with a longer nail. We felt the need for encirclase of the large fragment with the proximal end to maintain the length and ensure the stability of fixation. Some callus formation was noted at the fracture site intra-operatively which was left undisturbed and thus we thought bone grafting may not be necessary this time again."